Event description:
(B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occured on (B)(6) 2016 at 1:30am. Patient's daughter ((B)(6)) called in stating patient got a reading with the prodigy meter of 28mg/dl which prompted her to take patient to hospital. Patient took lantus, ate chocolate and drank a soda before bedtime of the event. ((B)(6)) stated that patient' blood glucose was tested several additional times before being taken to the hospital with the following results: 227, 237, 147, 227, 97, 64, 155, 137, 71 and 48mg/dl. Patient's normal blood glucose reading around the time of the event is between 130-135mg/dl. ((B)(6)) stated that patient was experiencing signs of shakiness. Patient went to the ER on her own. Patient's blood glucose upon arrival at ER was 204mg/dl. No additional glucose testing was performed while at the hospital and no treatment was administered. Patient's total stay in hospital was approximately 1/2 hour. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.

Event description:
This is a supplemental report to initial report 3008789114-2016-00021 to submit investigation results from the manufacturer for the suspect device. (B)(4).